Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that the patient was diagnosed with cellulitis of the abdominal wall. The spouse of the patient stated that on (B)(6) 2019, the patient felt stoma tenderness after the tube placement. On (B)(6) 2019, the abdominal pain became severe and the patient visited the local emergency room. A CT of the abdomen revealed correct placement of the tubing and no abnormalities. On (B)(6) 2019, the patient had red streaks on the abdomen and visited the surgeon who did not want to admit him. The patient was prescribed unknown pain medications and an unknown antibiotic. On (B)(6) 2019, the pain slightly improved but blood was dripping from the stoma site and was inflamed. The patient went to the emergency room and was admitted to the hospital. A CT scan revealed correct tubing placement and no abnormalities. A blood culture was negative, second culture was pending. It was reported that the patient was treated with unknown intravenous and oral antibiotics and flagyl. On an unknown date, the patient was discharged from the hospital.